Event description:
A caller reported that occlusion alarms occurred. Customer changed the pump supplies and resumed insulin therapy. On 9/12/2025, the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2025.